Manufacturer narrative:
Product analysis #705894818: as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. Solidified onyx was found within the apollo catheter hub. The apollo catheter body was found with a pinhole ruptured 13.7cm from the distal end with onyx residue found within the rupture. No bends or kinks were found with the apollo catheter body. The distal tip and marker band was found undamaged. Solidified onyx was found within the distal tip. Testing/analysis: the apollo micro catheter total length was measured to be 172.1cm, the usable length was measured to be 166.3cm and the detachable tip was measured to be 3.0cm, which is within specification (specification: usable = 165cm ± 2.5cm, tip = 3.0cm ± 0.3cm). The apollo micro catheter could not be flushed as it was found to be occluded with the onyx. Conclusion: based on the device analysis and reported information, the customer¿s "catheter leak" report was confirmed as the device was found with a pinhole rupture with the edges around the rupture stretched. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while onyx was being injected, it leaked distally from the catheter near the detachment area. The catheter was inspected or tested prior to use. The leak was observed during use. This procedure was completed without complications. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for embolization with onyx. It was reported that the vessel tortuosity was normal. The access vessel was arteriovenous malformation in temporal zone. Ancillary devices include a benchmark guide catheter, apollo microcatheter, mirage guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.